Event description:
It was reported that there was a pacing problem with the bi-ventricular (bi-v) pacemaker. It was also reported the device was at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: unknown lead 2007-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion.